Manufacturer narrative:
H4: the lot was manufactured between august 18, 2022 - august 19, 2022. H10: two (2) devices and a photograph of the samples were received for evaluation. Visual inspection of the actual samples was performed and a white particle matter was observed in fluid path of sample 1 and no particle matter was observed in the fluid pathway of sample 2. Magnification verified a white elongated polymeric appearing particle in the fluid path of sample 1 only. A particle matter could not be verified of sample 2 fluid path however based on the photo of sample 2 a blurry white elongated particle was observed; the morphology appearing particle type possibly of acrylonitrile butadiene styrene. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. In one (1) bag a white particle was observed and in one (1) bag strand-like particles were observed. This was identified during visual inspection of the finished products. There was no patient involvement. No additional information is available.